Event description:
Health care professional reports increased gram negative peritonitis rates on pts performing apd therapy with the homechoice device at their dialysis center. Health care professional could provide no incident details. No device malfunctions or product failures indicated.